Manufacturer narrative:
B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from france, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred with the first implant. The patient had severe functional tricuspid regurgitation (tr), and two triclip implanted. The first ace was implanted correctly in antero-septal position. Despite very good leaflet insertion and optimal leaflet capture of the first device, during positioning the second device, which experienced rebound into the atrium in capture ready position, there was interaction with the first ace, resulting in a slda. The device detached from the anterior leaflet, and remain attached to the septal one. Second implant was bailed out, as no improvement on the leak could be achieved. The initial tr regurgitation was severe, and it remained severe both after the slda happened and post procedure. Probably a ttvr is planned for this patient. The doctor was thinking about an evoque, but it isn't scheduled yet.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed empirically based on the information provided. Available information suggests operational factors likely contributed to the event. As per information received, the patient had severe regurgitation and two triclips implanted. The first pascal device was implanted with optimal conditions. However, during placement of the second device an interaction happened with the first implanted device leading to an slda. This device interaction caused the slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information received, there is no further action planned for this patient.